Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that nmi had occurred which contributed to the device reverting to backup vvi mode. The cause of the nmi could not be determined.